Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05941 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were (B) (6) 2009 ((B) (6), male patient; weight is unknown). According to the complainant, while ablating, a burn occurred at the puncture site. When the electrode was removed, damage was identified to the introducer. The site indicated that a metal needle guide was being used with the electrode. The procedure was successfully completed with the same rf 3000 radiofrequency generator and another leveen coaccess introducer set. The burn was treated with the application of ointment and the patient's current condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the device insulation was damaged 7.6 to 8.0 centimeters from the cannula distal end. The insulation was torn jaggedly. Continuity of current was confirmed between the proximal end of the introducer cannula and the area of insulation damage. Following a device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the electrode introducer was damaged. The information received noted that the device was used with a needle guide. However, the dfu warns the user of complications if a metal needle guide is used. Based upon this information and the evaluation results, the most probable root cause is user error. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. A review of the device labeling was performed and found that there is evidence that the device was not used in accordance with the labeling. It does appear the method of use of the device caused or contributed to the event due to the device being used with a needle guide. The risk of this defect is noted within the labeling. (B) (4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05941 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, while ablating, a burn occurred at the puncture site. When the electrode was removed, damage was identified to the introducer. The site indicated that a metal needle guide was being used with the electrode. The procedure was successfully completed with the same rf 3000 radiofrequency generator and another leveen coaccess introducer set. The burn was treated with the application of ointment and the patient's current condition was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.